Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. An x-ray showed a fractured cathode conductor coil at the distal end of the terminal pin. This fracture most likely resulted from trying to extend the helix. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during an upgrade procedure this right atrial (ra) lead had to be repositioned two times due to a dislodgment. When attempting to connect the ra lead to the device noise was noted, and when connecting the lead to the pacing system analyzer (psa) the same noise was observed. A lead malfunction was suspected. The lead was not implanted and a new lead was implanted with no issue. The ra lead was returned for analysis. No adverse patient effects were reported.